Event description:
The reporter indicated that during a standard clinic visit, using two different programmers, there was no communications established with the device. There is no response (audio or an ECG) to magnet application.